Event description:
It was reported that the safety shield broke off after activation with 5 bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: pink eclipse next to the needle after activation.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/19/2021. H.6. Investigation: bd received 2 shelf pack of samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for difficult to activate with the incident lot was observed. (B)(4) samples from lot 0232081 were tested, (B)(4) samples had no defects observed while (B)(4) samples appeared to have slanted IV needles. In addition, (B)(4) samples from lot 0203836 were tested, of the samples had no defects while sample appeared to have a slanted needle. Bd determined the root cause of the indicated failure mode was attributed to bent needles received from the supplier. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield broke off after activation with 5 bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: pink eclipse next to the needle after activation.